Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital health and safety advisor reported that during surgery, the phaco system was switched to memory 2, and the IV pole extended. Because of the design of the operating room theater, the pole hit the ceiling, causing the machine to switch off and the irrigation stopped. This resulted in a flat anterior chamber at a critical period of the operation and instruments trapped in the eye. Additional info has been requested regarding specifically what part of the operation the event occurred in, how the surgery was concluded and the pt's outcome, but no further info has been provided.